Event description:
It was reported that a patient underwent a persistant atrial fibrillation (afib) cardiac ablation procedure and fibers were noticed around the spline of the pentaray. During mapping with pentaray catheter, the maneuverability suddenly changed ("got worse") and the patient had some extra beats, which he did not have prior to that. The catheter was pulled immediately, and fibers were noticed around the splines (origin unclear). The surgery was not delayed. The catheter was ¿dismissed and changed¿. The catheter was exchanged, and the procedure was successfully completed. There was no patient consequence. Additional information indicated that there was no talk about resistance, but the catheter was already inside the chamber and actively mapping. The patient did not require extended hospitalization. Additional information was received on 15-jan-2026. It was reported that a biosense webster sheath was used which was a vizigo sheath. Therefore, this event is being reported against the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).